Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Additional product component: model number/catalog number: 72404127 and 72400024. Serial number: null and null. Batch/lot number: 137336009 and 13650014. Model/catalog description.

Event description:
It was reported that the patient experienced cuff erosion on the left side of the bulbous urethra of an artificial urinary sphincter (aus). The device still remains implanted and active. The revision surgery has been scheduled for (B)(6) 2019. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional product component: model number/catalog number 72404127 and 72400024; batch/lot number 137336009 and 13650014.

Event description:
It was reported that the patient experienced cuff erosion on the left side of the bulbous urethra of an artificial urinary sphincter (aus). The device still remains implanted and active. The revision surgery has been scheduled for early 2019. Should additional relevant details become available, a supplemental report will be submitted.